Event description:
It was reported that the patient experienced a loss of therapeutic effect. Device was received for incontinence. A couple months prior to report the patient's symptoms returned and her health care provider turned "it way up high." Later the patient started to experience shocking. As a result the patient had to go to the hospital. The shocking subsided once stimulation was turned down. It was reported that the patient was not voiding as much as she should be. Reporter stated that she checked amplitude setting and it was at 0.0 v. It was confirmed that stimulation was on, and amplitude was increased to 2.4 v. The patient did not feel any stimulation, but the reporter was unsure if the patient typically feels stimulation. The symptoms were to be monitored. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v224659, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).